Event description:
It was reported that the health care professional (hcp) wanted to review an event on this implantable cardioverter defibrillator (ICD) for inappropriate therapy on an atrial arrythmia. Technical services (ts) reviewed the device data and determined that the device delivered one anti-tachycardia pacing (atp) burst and four 41 joule shocks for an supraventricular tachycardia (svt). The rhythm was not terminated and ts provided reprogramming recommendations. No additional adverse patient effects were reported. This ICD remains in service.